Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro overheated. A replacement hemopro and cable were used to complete the procedure. The hospital did not report any pt effect. The product is returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular. We will continue to pursue the device being retuned from the customer for investigation. A supplemental report will be submitted when the device has been returned, and the investigation has been completed. (B) (4)